Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; intermittent power with a cracked battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2017 with the following findings: during investigation, the battery compartment was found to be cracked. The returned battery cap could fit. The battery cap was fastened and then unscrewed 1/2 turn with no reboots occurring. There were no power interruptions during investigation. The pump's cover was removed and there was no intermittent condition found to the printed circuit board.